Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a surgery for an intertrochanteric fracture of femur, the twinfix ultra anchor broke off. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with a fractured anchor. No suture material was received. Both the anchor and the insertion device have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the complaint device on a surgical tray. The insertion device has the proximal end of the anchor still attached while the distal end is broken in several pieces and laying on the tray. Both the insertion device and the anchor fragments have debris on them. This case reports the breakage of the twinfix anchor, and it is unknown if the broken anchor was retrieved from the patient. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.